Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ insulin pen needle leaked. It was also reported that the customer ¿was not aware that the inner shield has to be removed¿, and was given the proper steps for attaching pen needle for injection. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 7256608. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review for lot 7256608 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for leakage concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.